Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 270299, batch no.: 0282432. It was reported by the facility representative that a hair was found inside the chloraprep packaging.

Manufacturer narrative:
A photo was provided for evaluation. Visual examination of the photo shows a hair inside the package. This verifies the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product or an operator's failure to perform machine cleaning activities. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. A production record review was completed for batch/lot 0282432 and there were no defects reported related to "foreign material" during routine in-process inspections during the packaging of the lot. A corrective actions initiative was introduced to replace lab coats to prevent hair from coming into the controlled environment. Anti-electrostatic coats stated to be implemented on june 2021. The lot in question was manufactured in september 2020 which came before the replacement initiative. No further actions are required. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported by the facility representative that a hair was found inside the chloraprep packaging. Per email: we have been notified by [omitted] that a hair has been found inside of the sterile package this is now logged in riskman but I would appreciate it if you can arrange an internal bd investigation in this matter. The item is mz978h chloraprep frepp 1.5ml skin disinfectant reference (B)(4).